Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿controller 2.0 / model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2019 / serial #: (B)(4) / UDI #: (B)(4). Device available for evaluation? Yes, return date: 28-jan-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 19-jun-2018. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found dead with driveline disconnected causing ventricular assist device (vad) stop. The power sources were disconnected from the controller. It was thought that the driveline was purposely disconnected and that the patient committed suicide.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary:the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed a vad disconnect alarm logged on (B)(6) 2020 at 7:58:13, indicating a physical disconnection of the driveline from the controller. The controller maintained power while the pump was disconnected. The vad disconnect alarm cleared at 14:15:11 and a successful motor start event was recorded at 14:15:23, indicating that the driveline was reconnected to the controller. A controller power down event was subsequently logged at 14:45:47. A controller power up event was recorded on (B)(6) 2020 at 9:14:37. The data point prior to the loss of power revealed that a battery was connected to power port one with 40% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 85% rsoc. The data point recorded after the loss of power revealed that the second battery was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 18 hours, 28 minutes, and 50 seconds. An associated motor start event was not logged, which likely indicates that the driveline was not connected when the controller regained power. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect can be attributed to a physical disconnection of the driveline from the controller as described in the event details. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(6) d10: yes, return date: 28-jan-2020. H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 19. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.